Event description:
The patient had been followed over the past months and it was reported there was sensing difficulty, threshold increase and impedance increase was noted. The device was removed from service. No patient complications have been reported as a result of this event.